Event description:
It was reported that signal amplitude and thresholds were low. As such, the decision was made to cap the sense/pace portion of the lead. There were no consequences to the patient.

Manufacturer narrative:
No medwatch form was received.